Event description:
As reported, the stent on an 8 mm x 60 mm smart control vascular self-expanding stent (ses) delivery system jumped during release and failed to place in its intended position within the iliac artery. An 8 mm x 40 mm smart control ses was used to treat the intended lesion. The target vessel was the iliac artery, which was moderately calcified and not tortuous, with a stenosis percentage of 70%. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient. The device was not returned as expected.

Manufacturer narrative:
A procedural image has been analyzed but the final, approved draft of the report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section h6 corrected to add code 3331- analysis of production records complaint conclusion: as reported, the stent on an 8mm x 60mm smart control vascular self-expanding stent (ses) delivery system jumped during release and failed to place in its intended position within the iliac artery. An 8mm x 40mm smart control ses was used to treat the intended lesion. The target vessel was the iliac artery, which was moderately calcified and not tortuous, with a stenosis percentage of 70%. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient. An angiographic image was sent for review. The stent has partially covered the diseased section of the left iliac artery. As the stent appears to be partially into the aorta it is likely due to 'stent jumping', which is often associated with not properly straightening the delivery system prior to deployment. The device was then returned for analysis. A non-sterile ¿pkg assy 8x060 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent is fully deployed not returned for analysis. The device was received with the mechanism deployed. A severe kink was observed located approximately 117.5 cm from the distal tip. The locking pin was not returned for analysis. No other outstanding details were noticed. The usable length of the stent delivery system was measured, and dimensional analysis results were found within specification. Functional analysis was performed to determine the functionally of the tuning dial of the returned unit. Due to the unit being fully deployed only a simulation was performed. The tuning dial and the deployment lever were set back to the manufacturing position. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The tuning dial continued rotating until the distal section was totally deployed. Then, the deployment lever was pulled back to fully unsheathe the device. The mechanism was fully deployed working smoothly, and no anomalies or damages were observed during the rotation of the tuning dial. A product history record (phr) review of lot 18230377 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported issue of "stent delivery system (sds) deployment difficulty and inaccurate placement" was confirmed based on the provided image. The stent partially covered the diseased section of the left iliac artery, with a portion extending into the aorta. The device was returned without the stent attached. Dimensional and usable length analyses were within specification. A simulated functional analysis was successfully performed. Based on the available information, procedural factors and device handling during deployment likely contributed to the reported events. No anomalies were noted during the analysis of the returned device that would indicate any impediment to deployment. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. F. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand.¿ neither the phr review, nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the stent on an 8mm x 60mm smart control vascular self-expanding stent (ses) delivery system jumped during release and failed to place in its intended position within the iliac artery. An 8mm x 40mm smart control ses was used to treat the intended lesion. The target vessel was the iliac artery, which was moderately calcified and not tortuous, with a stenosis percentage of 70%. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient. An angiographic image was sent for review. The stent has partially covered the diseased section of the left iliac artery. As the stent appears to be partially into the aorta it is likely due to 'stent jumping', which is often associated with not properly straightening the delivery system prior to deployment. The device was then returned for analysis. A non-sterile ¿pkg assy 8x060 smart vas120cm¿ was received coiled inside a clear plastic bag. The unit was unpacked to proceed with the evaluation. The stent is fully deployed not returned for analysis. The device was received with the mechanism deployed. A severe kink was observed located approximately 117.5 cm from the distal tip. The locking pin was not returned for analysis. No other outstanding details were noticed. The usable length of the stent delivery system was measured, and dimensional analysis results were found within specification. Functional analysis was performed to determine the functionally of the tuning dial of the returned unit. Due to the unit being fully deployed only a simulation was performed. The tuning dial and the deployment lever were set back to the manufacturing position. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The tuning dial continued rotating until the distal section was totally deployed. Then, the deployment lever was pulled back to fully unsheathe the device. The mechanism was fully deployed working smoothly, and no anomalies or damages were observed during the rotation of the tuning dial. A product history record (phr) review of lot 18230377 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported issue of "stent delivery system (sds) deployment difficulty and inaccurate placement" was confirmed based on the provided image. The stent partially covered the diseased section of the left iliac artery, with a portion extending into the aorta. The device was returned without the stent attached. Dimensional and usable length analyses were within specification. A simulated functional analysis was successfully performed. Based on the available information, procedural factors and device handling during deployment likely contributed to the reported events. No anomalies were noted during the analysis of the returned device that would indicate any impediment to deployment. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. F. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand.¿ neither the phr review, nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the stent on an 8mm x 60mm smart control vascular self-expanding stent (ses) delivery system jumped during release and failed to place in its intended position within the iliac artery. An 8mm x 40mm smart control ses was used to treat the intended lesion. The target vessel was the iliac artery, which was moderately calcified and not tortuous, with a stenosis percentage of 70%. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient. The device was returned.